Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that an unknown onetouch meter is having a apply sample message. The patient's diabetes is managed with oral medication, diet, and/or exercise. It is not clear when the product issue began. Sometime after the onset of the apply sample issue, the patient reportedly develop symptoms of sweaty. The patient's healthcare provider reportedly administered treatment with an increase in her metformin due to the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the apply sample issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptoms that can be associated with hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.